Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant the patient received two inappropriate shock due to air bubbles. Troubleshooting was performed dafter coil manipulation the signal returned to normal amplitudes like at the implant. Technical advice was requested. Boston scientific technical services noted that inappropriate therapy was delivered and was related to noise not cardiac related possible associated with potential mechanical issue or contact issue. The shock impedance measurements were within range. Smart pass was deactivated due to the noise but has been programmed on. No other data was available for review in compassion post inappropriate shock. No further information was provided. The system remains implanted. No adverse patient effects were reported.